Manufacturer narrative:
Concomitant medical prodcuts: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The patient reported that she had been experiencing shocking sensations. The patient also reported that two of her leads were not working and the other one was shocking her. The patient was asked to turn all 4 of her programs to 0v and off. The patient reported that they were initially on program 4 at 0.9v. The patient was able to turn stimulation down to 0.0v and confirmed no lightning bolt seen. Program 3 at 0.0v and confirmed no lightning bolt. On program 2 at 0.0v and program 1 at 0.0v, the patient reported seeing a lightning bolt but the patient was able to turn stimulation off and no lightning bolt was seen. The patient still felt stimulation with all 4 programs programmed to 0.0v and off. The patient further reported that she had a fall, landed on the device on (B)(6) 2015, and at that point the ins started shocking her. The event occurred during use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
(B)(4) does not apply to this event.